Event description:
It was reported that the programmer was not responding to testing once the device was interrogated. Follow-up added that the user could not complete any testing as the test would abruptly stop as if the pen had been taken off the button. The programmer was returned. Per follow up there was no impact to the patient.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer appeared to stop during interrogation. Programmer also prints very slowly after interrogation. System error found in the programmer error log. Once the error information was pulled, the issue cleared up.